Event description:
New information received notes the patient had inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. No changes were reported. The patient status was stable.

Event description:
New information received notes the patient had inappropriate anti-tachycardia pacing (atp) due to oversensing. No changes were reported. The patient status was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with myopotential oversensing resulting in inhibition of pacing. Post-paced t-wave oversensing (pptwos) was also noted. No changes were reported. The patient status was stable.